Event description:
A malfunction code was reported by the customer, identified as malf 12, which was displayed on their device. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact for further assistance if the malfunction code appeared again.